Event description:
Abscess. Patient with a history of ulcerative colitis and ileoanal pull-through in april 1996. The pt was admitted to the hosp on february 11, 2000 for partial pouch resection, ileostomy and ventral hernia repair. Pt rec'd a total of (3) sheets of seprafilm to the following sites: small bowel, bowel anastomotic suture line and under the wound site. On the third pay post-op pt developed a fever, elevated white blood cell count, vomiting and lower abdominal tenderness. A CT scan of the abdomen and pelvis showed fluid collections suggestive of abscess formation. These collections were drained percutaneously on february 18, 2000. Body fluid culture was positive for enterococcus faecalis and staphlococcus aureus. The pt was placed on antibiotic therapy and subsequently has shown signs of clinical improvement. The event remains ongoing and the physician states the event as possibly related to seprafilm.